Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.

Event description:
Customer reported receiving a glucose result of 402 mg/dl on their freestyle flash blood glucose monitor. The customer reported that they dosed with insulin based on this result, and then later lost consciousness. Customer drank orange juice and an ambulance was called. Exact treatment administered by paramedics to stabilize glucose levels is unknown. It is to be noted that the customer reported that the display was not showing complete segments.